Event description:
Pt admitted to hospital for treatment of kidney stones. Pt taken to o.r. For cysto with extraction of kidney stones left ureter. The stone was mobilized within the basket. Upon closing the basket around the stone the end of the extractor broke off. Surgeon was unable to close extractor to remove device. After one hour the surgeon was able to remove the broken device, intact, as well as the stone.